Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 10mar2021 and investigated on 12mar2021. There were signs of clinical use on the jaws. Heavily charred tissue was observed on the heater wire. A visual inspection of the device was conducted. The silicone insulation on the cold jaw was torn and detached on the tip, exposing the metal on the tip of the cold jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled; jaw". The lot # 25154919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. A piece of silicone jaw came off during a radial harvest and fell into the patient and it was left there because the harvester apparently didn¿t know it had fallen off until device was looked at after vein out and leg sealed up. A replacement device was used to complete the procedure. The patient is being monitored and is fine right now.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. A piece of silicone jaw came off during a radial harvest and fell into the patient and it was left there because the harvester apparently didn't know it had fallen off until device was looked at after vein out and leg sealed up. A replacement device was used to complete the procedure. The patient is being monitored and is fine right now.